Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. In 'as-received' condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 2 ml/h. Actual: 2.1 ml in 1 h; 4.3 ml in 2 hrs; 51.9 ml in 25 hrs. Leakages were not detected at the received sample. A slow flow (as described by the customer) could not be determined. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): flow rate too slow. Drug: 5fu.

Manufacturer narrative:
(B)(4). As no failure has been detected and the sample is within our specifications, we assess this complaint to be not justified.